Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he had a meter to healthcare professional meter comparison test done at his dr's office, with a result of 67 mg/dl and 223 mg/dl, respectively. He stated that it was in a fasting state, and that the same finger had been punctured for both tests. The rptr stated that he had felt dizzy and tired. He did a control test during the report, with a result that was in range, 127 (98-146). He reported that he cleans his meter with alcohol.